Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised. The reason for revision was not provided. Doi: (B)(6) 2008 - dor: (B)(6) 2011.

Event description:
Patient was revised. The reason for revision was not provided. **update** 11/08/2011 litigation papers received, litigation states: progressive pain, which negatively affected patients ability to walk, move, or sleep. **update** 5/9/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.